Event description:
The information received from the affiliate states that there was difficulty removing the powerflex pro balloon back through 5fr merit prelude sheath after two inflations in the superficial femoral artery (sfa) inflation to 12 atm. The age and gender of the patient is not available. The vessel was described as long straight, with intermittent claudication. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon through the sheath to get to the lesion. The balloon was inflated with a cook inflation device. The contrast to saline ratio max is 50/50 but most likely closer to 70/30. There was no difficulty deflating the balloon. Negative pressure was applied while to aid in removal of the balloon. There was no report of burst or separation of the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The information received from the affiliate states that there was difficulty removing the power flex pro balloon back through 5fr merit prelude sheath after two inflations in the superficial femoral artery (sfa) to 12 atms. The age and gender of the patient is not available. The vessel was described as long straight, with intermittent claudication. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon through the sheath to get to the lesion. The balloon was inflated with a cook inflation device. The contrast to saline ratio max is 50/50 but most likely closer to 70/30. There was no difficulty deflating the balloon. Negative pressure was applied while retracting the device to aid in removal of the balloon. There was no report of burst or separation of the balloon. There was no reported injury to the patient. The device is not available for return. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product and concomitant devices the reported customer complaint of withdrawal difficulty could not be confirmed. With the information provided it is not possible to determine an exact cause for the event. There is nothing in the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.